Event description:
It was reported that during a laparoscopic gastric bypass procedure, the clips were feeding sideways and not forming correctly. No clips fell into the patient. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Not on tissue. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. Did somebody other than the primary surgeon fire the instrument? No, the device was not fired on the patient yet. They were getting the device ready for the surgeon.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.